Event description:
It was reported to boston scientific corporation that during an apical repair procedure using an uphold vaginal support system, the physician dissected the anterior vaginal wall. He successfully threw the left leg assembly of the device through the sacrospinous ligament using the capio device and pulled on the leg assembly using birkett forceps. After the physician had passed the right leg assembly through the other ligament and was pulling on this leg assembly with the forceps, an unspecified plastic portion of the leg assembly detached. Reportedly, the physician had to dissect in order to find the distal portion of the broken leg, and again pulled on it to "get it out vaginally." As this occurred, the leg assembly broke again at the "plastic part," and the physician had to search for the distal portion of the leg assembly again. The physician was ultimately able to retrieve and pull out the leg assembly, and completed the procedure with this device with no further complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. A capio device was not returned for analysis. Visual analysis of the returned device revealed that only 1" from the distal end of the dilator and the 1" from the distal end of the lead suture were returned. Tool marks and tearing were observed at the area of the break.

Event description:
It was reported to boston scientific corporation that the dilator broke where it was being held by a birkett grasper and detached inside the sacrospinous ligament. The detached dilator was retrieved with birkett graspers. The patient was reportedly not obese.

Manufacturer narrative:
(B)(6).